Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Decreased best corrected distance visual acuity, halos, dry eye, and foreign body sensation are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Although the patient's uncorrected near vision improved, the inlay was explanted 5 months postoperatively due to intolerable halos, diplopia, depth perception problems, foreign body sensation, and decreased best corrected distance visual acuity (bcdva) from 20/20 (preoperatively) to 20/30-2 prior to explant. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during surgery to implant the inlay and the patient had no pre-existing conditions. At last examination on (B)(6) 2017, bcdva returned to baseline (20/20), the visual disturbances resolved, and the patient is doing well.